Event description:
Boston scientific received information that the right ventricular (rv) lead displayed shock impedance measurements greater than 200 ohms in all vectors for approximately one year. A revision procedure was performed and the shock pins were disconnected and re-connected, resulting in the out of range measurements. Ultimately, the rv lead was surgically abandoned. The device was removed from the left side of the body and re-implanted on the right side of the body with a new rv lead placed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.